Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the continuous glucose monitor (cgm) receiver had intermittent audio output and patient experienced an adverse event. Distributor reported that the patient' s parent checked patient's blood glucose (bg) and calibrated at 1:00 am. Patient's parent reported patient's bg was between 6 - 7 mmol/l. At 2:00 am the receiver alarmed for a low, which was set for 4.7 mmol/l. No action was taken. The trend arrow was stable. At 2:20 patient's parent found patient was trembling and affected. Patient's parent treated patient with dextrose without looking at the receiver's value. At 2:40 the cgm's bg value was 3.7 mmol/l. The parent stated that they had not heard any alarm for a bg of 3.1 mmol/l. Additionally, the patient's parent tested receiver's alarm function and the alarm sound was heard. No additional event or patient information was provided. No medical intervention was needed. No additional event or patient information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.